Manufacturer narrative:
The devices subject of the reported event were returned to steris for evaluation. Upon evaluation, it was found that the insulation of the forceps had holes in it. The cause of the reported event is attributed to improper maintenance by a third party. The bayonet bipolar forceps IFU states, "proper care and handling is essential for satisfactory performance of any surgical device. The previous cautions should be taken to ensure long and trouble-free service from all your surgical devices. Inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return devices to an authorized repair service center, such as steris ims, for repair or replacement." A steris account manager provided in-service training on the proper handling, inspection, and maintenance of the bayonet bipolar forceps. No additional issues have been reported.

Manufacturer narrative:
The devices subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that their bayonet bipolar forceps were "sparking" during insulation testing. No report of injury.